Manufacturer narrative:
Corrected data: a journal of cataract refractive surgery article titled 'atypical endophthalmitis after intraocular collamer lens implantation' published in august 2018 describes a case in which a woman developed unilateral endophthalmitis after bilateral intraocular collamer lens implantation. Three days after surgery the patient presented with sudden loss of vision in the left eye. The visual acuity was reduced to hand motions. The posterior pole of the left eye was not visible because of the presence of dense infiltrates in the vitreous cavity. The icl was explanted and a pars plana vitrectomy combined with an intravitreal injection of cefazolin was performed. A regime of topical antibiotics and steroids were given. An antibiotic culture showed staph epidermidis sensitive to cefazolin. After six months a barely detectable nuclear sclerotic cataract was noted. Two years later the patient underwent routine cataract surgery with monofocal iol implantation. Claim#:(B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
A journal of cataract refractive surgery article was received on 21-dec-2018, originally published in august 2018, titled 'atypical endophthalmitis after intraocular collamer lens implantation.' The article describes a case in which a (B)(6) woman developed endophthalmitis in the left eye following bilateral intraocular collamer lens implantation. Blurred vision, loss of vision, and visual acuity reduced to hand motions were reported at 3 days postop. The lens was immediately explanted and vitrectomy combined with intravitreal antibiotic injection was performed. Staph epidermidis was detected in the vitreous tap and the patient was treated with intravenous antibiotics, antibiotic eyedrops, and parabulbar injections of dexamethasone. The cdva recovered to 20/20 after a 6-month period. Possible causes include the pathogens were introduced with the icl, or during the surgery, or that an endogenous infection unrelated to the icl implantation occurred. No additional information is available.